Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an infection was present at the ipg site. As a result, surgical intervention was undertaken wherein the scs system was explanted. The patient was also prescribed antibiotics.

Manufacturer narrative:
Patient sex: the gender was unintentionally left off the initial report.

Event description:
Additional information has been obtained confirming that the infection has been cleared.